Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been having uncontrollable elevated blood glucose levels (442mg/dl), since starting on a new pump. The customer's contact stated that they have attempted to change the cartridge, change the site, and insulin, but the issue did not resolve until they administered manual corrections with a syringe. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support will be replacing the pump, because the customer's parent is upset.